Event description:
It was reported that the cement set too quickly (within 6 minutes), thus the stem could not be placed completely (approximately 15 mm shallower than intended); as a result, the patient has a 14mm leg length discrepancy. The revision surgery is not planned so far considering the patient's physical capacity.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, the evaluation summary will be submitted in a supplemental report.